Manufacturer narrative:
A product was not returned for analysis. A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the medical device file were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens was damaged by the injector, folding process, or cartridge during implantation. The iol was implanted into the patient's eye; however, the damage was identified and the lens was subsequently explanted during the same, procedure. A backup replacement lens was implanted, and the procedure was completed on the same day. No hospitalization was required, no additional medical intervention was necessary beyond the lens exchange, and with no patient harm. Three medical device reports were associated with this complaint, and this report was 3 of 3. Additional information was requested but was not available at the time of this report.